Manufacturer narrative:
The pump gave an external flash error alarm during the self test due to a faulty component on the mother board. The pump gave an unexpected restart alarm and lost the settings after battery change due to a faulty component on the interface board. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of external flash crc error alarm. The customer states the alarm completely resets their pump, ask for rewind, and then will clear all basal and is forced to reenter date and time. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.